Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effects of worsening mitral regurgitation as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported slda appears to be related to the patient anatomy due to fragile posterior leaflet. The reported increased mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with grade 3 functional mitral regurgitation (mr) and a fragile posterior leaflet, underwent a mitraclip procedure. Two clips were implanted and the mr was reduced to grade 1. On (B)(6) 2017, a transthoracic echocardiogram was performed and noted that the mr had increased to grade 4 as one clip had detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). On (B)(6) 2017, the patient was re-hospitalized for a second mitraclip procedure. Two clips were implanted, but the mr grade remained at 4. The clips from the second procedure were noted to be well attached to the vessel wall and functioning as expected. The mitraclip procedure was stopped and the patient was sent for surgical mitral valve replacement. The implanted clips were removed and post surgical intervention, the patient was in stable condition. No additional information was provided.